Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for low blood glucose and his blood glucose levels were 12 mg/dl. It was stated that the paramedics attempted to treat the customer at home and ended up taking him to the hospital. Troubleshooting was performed and the insulin pump passed the displacement test. It was found that the customer received several alarms. It was also reported that the customer had worn his pump during a MRI and x-ray scan.